Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to battery tube connector not plugged in properly in the interface board. The pump had scratched lcd window, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that it was impossible to start the pump. The insulin pump was returned for analysis.